Event description:
Reported due to a surgical procedure. In 2005, a physician attempted to use a graftmaster coronary stent graft in the treatment of a free perforation. The perforation occurred during a post-dilation in a "highly" calcified lesion." The size of the perforation was not reported; the balloon size was two point five (2.5) centimeters. It was reported that "graftmaster deployed correctly, got the perforation site okay; didn't cover it. Whether the tear was longer than the stent, they did not know. Nothing went wrong with the deployment." The perforation was not sealed and the pt went on to a pericardial window procedure and emergent coronary artery bypass (CABG). The pt survived. Additional information, though requested, was not provided.